Manufacturer narrative:
G2: foreign country: netherlands. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported unstable motor speed; worn screws and worn reciprocation arm. The event timing was during maintenance. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is in process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4).. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the motor speed was unstable and the reciprocating arm and screws were worn. The motor, reciprocating arm, and screws were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.